Event description:
A customer reported in a literature article approximately a month following a glaucoma filtration device implant procedure, the intraocular pressure (iop) increased. The device was clogged by exfoliated descemet's membrane. The pressure decreased after a yag laser was performed. The surgeon believes that exfoliated descemet's membrane flowed in aqueous humor and clogged the shunt gradually, because the descemet's membrane was exfoliated in the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. Zip code is not indicated at this time. Ths case that the shunt was clogged by descemet's membrane. Rikiya tamaki (aichi medical university hospital) et al. Proceeding of clinical ophthalmology vol.8 no.3 page.188 (2015.03.15). (B)(4).